Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a damaged front shell. When powered on led segments were missing. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed multiple signs of contamination damage on the board. The led segments don't power up due to the contamination damage on the system board. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported lower display led's are missing. No patient impact or consequences were reported.